Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the morning following implant it was noted that the left ventricular lead had pulled back. Capture was obtained on one electrode with programming changes. The patient was discharged and stable.